Event description:
The patient reportedly developed an erythema and edema at the implant site in 2009, and the patient was treated with an intravenous antibiotic (ampicillin sulbactam). At about 3 weeks later, the patient was prescribed with cefepime intravenous for 21 days. Two weeks later, the patient reportedly experienced partial extrusion of the internal device and the patient underwent a skin flap revision surgery about one week later. At about 8 days later, the patient reportedly developed an erythema and edema at the implant site and the patient was treated at the clinic. One week later, the patient experienced purulent secretion while on prescribed zinat at maximum dose. Five weeks later, a partial exposure of the patient's device was observed again without any drainage or infection. At approx 3 weeks later, the patient's device was explanted. The patient is doing well.